Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, the root cause of the reported event could not be fully assessed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The patient outcome beyond that which was documented in the article (deep infection requiring washout, polyethylene exchange and debridement) could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review ¿the journey bicruciate knee replacement: design modifications yield better early functional results and reduce complications¿, one patient suffered deep infection requiring washout, polyethylene exchange and debridement.

Manufacturer narrative:
Documents added to the attachments page.